Event description:
It was reported that the insulin pump kept alarming no delivery, frequently. The customer had been using the sensor, but they turned the feature off to conserve the battery life. The customer stated that before the battery used to last three days, but recently it had been only two days. The customer's blood glucose was 79 mg/dl. The customer had been using manual injections due to the no delivery alarms and the insulin pump not functioning properly. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with high idle current due to corrosion on electronics. The insulin pump passed rewind, displacement, prime/a33 and excessive no delivery tests. No excessive no delivery alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.